Manufacturer narrative:
(B)(4) follow up MDR for correction. The initial MDR was submitted as a reportable event to the FDA. Additional information received from the customer indicates that the epoxy was on the hub and not in the fluid path and is therefore unlikely to cause or contribute to serious injury or death. This complaint is not MDR reportable.

Event description:
Additional information from customer: epoxy was on the hub and not in the fluid path.

Event description:
Material#: (B)(4). Batch number#: 2321583. It was reported by customer that they had an incident with a 25g needle. Contamination issue.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a180104 - device contamination with chemical or other material.